Event description:
It was reported by the international distributor that a female patient underwent a coronary intervention procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. A pre-procedural femoral angiogram revealed the artery size as over 5 mm, the stick was at the common femoral head, and there was no presence of calcium or peripheral vascular disease (pvd). The patient was anti-coagulated with heparin and was also given a new trial drug (unknown brand marketed by (B)(4)). Following the procedure, the physician who is still in training with an aci representative present during the case, used the mynx to close the femoral artery. It was reported that there were no complications during the procedure; however, immediately post close, oozing appeared at the access site. Three minutes of manual compression was applied and hemostasis was successfully achieved. Reportedly, the patient complained of pains so the physician performed an ultrasound and a pseudoaneurysm (psa) was diagnosed. The psa was treated with a thrombin injection and the patient was discharged to home the following day with no medication prescribed. No patient clinical sequela was reported. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1035121) did not reveal any issue that suggests the device may have caused or contributed to the reported incident.